Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized for 4 days. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was hospitalized for 4 days. The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient has suffered and will continue to suffer ongoing physical symptoms and mental aguish, despite the surgical removal of the essure device. Lot number: 50512935 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes or other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in an adult female patient who had essure inserted (lot no. 50512935) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of adenomyosis, uterine fibroid, cervical cancer, pelvic pain female and right lower quadrant pain. Concurrent conditions were listed as depression and anxiety. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalised for 4 days (dates unknown). The patient was treated with surgery (hysterectomy to remove the essure device). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient has suffered and will continue to suffer ongoing physical symptoms and mental aguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: impression: non obstructing bilateral renal calculi; on (B)(6) 2019: findings: there has been essure tubal ligation bilaterally impression: non obstructing bilateral renal calculi. No ureteric calculus. No hydronephrosis or hydroureter; on (B)(6) 2019: impression: small hypodensity within right lobe of liver which is too small to characterize extensive fecal loading throughout colon consistent with constipation punctate non obstructing calculus within left kidney. [Hysterosalpingogram] on (B)(6) 2011: contrast is seen within a normal appearing endometrial. Cavity with no evidence of any extension of contrast into fallopian tubes or peritoneal spill on either side in this patient who has had previous hysteroscopic tubal occlusion. As a result, the tubes adequately blocked. [Pathology test] on (B)(6) 2019: final diagnoses: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy: superficially invasive squamous cell carcinoma. Acute chronic cervicitis. Leiomyoma. Secretory phase endometrium, negative for hyperplasia or malignancy. Hemorrhagic corpus luteum cyst, left ovary. Right ovary within normal limits. Endosalpingosis, left fallopian tubes, otherwise within normal limits. Right fallopian tube within normal limits. Gross description: located in both left and right fallopian tube extending into myometrium, are 2. Metallic coiled devices measuring approximately 3.2 x 0.3 x 0.3cm. Final diagnoses: uterus, cervix, fallopian tubes and ovaries, hysterectomy and bilateral. Salpingooophorectomy: superficially invasive squamous cell carcinoma of cervix. Negative for lymphovascular invasion. Background of focal high grade squamous intraepithelial lesion. Negative for glandular dysplasia. Hemosiderin deposition in cervix, consistent with prior surgical site changes. Benign endometrium, ovaries and fallopian tubes. Pathologic tumor stage pt1b1. Specimens: uterus, cervix, fallopian tubes and cervix. [Ultrasound scan] on (B)(6) 2019: impression: adnexal mass remains stable in size there is intramural fibroid measuring 3.8cm in size right essure is not demonstrated on this exam. However it was correctly positioned on CT exam of (B)(6). Lot number: 50512935. Manufacturing date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report added. Medical history added. Lab data & reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was hospitalized for 4 days. The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2021: while processing follow-up information, it was noticed that incorrect country of incident was entered. The correct country of incident should be canada. Furthermore, the reporter¿s information was updated, and new reporters were added. Essure lot number was provided, and the events uterine perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.